Event description:
It was reported by service report that all modules were popped out from the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard modules.